Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was a power on reset (por) on the recharger and programmer. The patient had a recent chemo-radiation electromagnetic interference (emi) exposure. The patient was able to clear the por. No symptoms reported. The patient was diagnosed with cancer in (B)(6) 2016 and saw the por on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.